Event description:
A (B)(6) diabetic female with chf and unstable angina underwent stenting of the ostial circumflex and the ostial lad on (B)(6) 2010. At the six month followup, it was noted that the patient had experienced an acute mi on (B)(6) 2010. CABG was performed to treat the mi on (B)(6) 2010. The reporter indicated that this event was unrelated to the cypher stents. Adjudication received 5/24/2011: the adjudication indicated that the patient experienced an mi, related to device and restenosis of the study stents. There was a 60% stenosis in the ostial lad and "just distal" to this stenosis was a previously placed stent, which appeared to be patent and a long 80% stenosis in the mid segment of the lad. The cx had a 70% stenosis "just proximally" to the previously placed stent. The proximal cx stent was reported as patent; there was a 60% stenosis at the distal margin of the stent. For the proximal lad, the angiographic core lab reported a 26% restenosis with no thrombus and timi 3 flow. For the proximal cx, the angiographic core lab reported a 56% restenosis with no thrombus and timi 3 flow. Isr stenosis pattern 1c. A 60% branch stenosis was appreciated. Also noted was: focal in-stent restenosis in distal segment of stent. On (B)(6) 2010, the patient underwent CABG surgery x 3 with lima to the lad, svg to the 3rd om and radial artery graft to the 1st om.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient underwent stent implantation and approximately four months post index procedure, suffered an mi and in-stent restenosis. This is a (B)(6) female with medical history including pci x 4 (including target vessel), diabetes, hypertension, dyslipidemia, chf, lvef 40 - 50%, copd, angina and a positive functional ischemia study. Angiography reveals 90% stenosis of the distal lcx and 99% stenosis of the 1st om at the ostium. The index procedure involved treatment of two lesions in the proximal lad and distal lcx and one non-target lesion in the ostium of om 1. The proximal lad was the first lesion treated, one cypher stent was implanted without report of difficulty and 11% residual stenosis with timi 3 flow was noted. No dissection was noted. The proximal lcx was the second lesion treated with pre-dilation, stent implant and post-dilation. This was completed without report of difficulty. A 7% residual stenosis with timi 3 flow was noted port treatment. The third lesion treated was the non-target lesion in the ostium of om 1. Poba was performed with 30% residual stenosis. The post-procedure course was reported as uncomplicated and the patient was discharged three days later on a dual antiplatelet medication regimen. Approximately four months post index procedure, the patient presented with chest pain. Dual antiplatelet therapy was ongoing. The cardiac enzymes were elevated and the ech reflected st-t changes consistent with anterolateral ischemia. The diagnosis was an mi (myocardial infarction). Angiography revealed 60% stenosis in the ostium of the lad and just 80% stenosis just distal to the index lad stent. It was noted that the index lad stent was patent. The lcx stent was also patent; however there was 70% stenosis just proximal and 60% just distal to the index stent. Also noted was an 80% stenosis in the distal dominant lcx. It was reported that there was neointimal hyperplasia in the index stents. The cardiothoracic surgeon was consulted as the only viable alternative treatment. The patient was considered a high risk. CABG was performed with lima to lad and svg to 3rd om and radial artery graft to 1st om. At the completion of the surgery the lv function had been preserved. It was reported that the patient experienced persistent supraventricular tachycardia. The post-operative course was complicated by respiratory insufficiency requiring intubation and ventilator support. (B)(4) growth, renal insufficiency and chemical disturbances were noted. For reasons unknown, the cardiac enzymes were drawn fifteen days after open heart surgery and were found to be elevated, consistent with an mi, no other information is available regarding this event. Approximately one month post CABG, the patient was transferred to a long term care facility. The index stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095729 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. Mi is a known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In this case the event of mi was associated with the progression of the patient's atherosclerotic disease as well as in-stent restenosis. The post-operative mi may be related to the patient's complicated post-surgical course, but with the limited information provided, it is not possible to establish a relationship between the devices and the events. Review of the information suggests that vessel, lesion, procedure and patient factors may have contributed to the reported events.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2011-00315. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
Adjudication received on 7/27/2011: the committee agrees with the assessment of arc (spontaneous), this is consistent with the elevated cardiac enzymes greater than 72 hours after open heart surgery. A code for mi, for the date of (B)(6) 2010, will be added to the file and reported. The cec has reviewed this event of mi and requested to query the site for additional information as to why cardiac enzymes were performed on (B)(6) 2010. The site responded "cardiac enzymes are drawn as standard of care." No further comments were provided.

Manufacturer narrative:
The complaint received states that this (B)(6) study patient underwent stent implantation and approximately four months post index procedure suffered and mi and instent restenosis. This is a (B)(6) female with medical history including pci x 4 (including target vessel), diabetes, hypertension, dyslipidemia, chf, lvef 40 - 50%, copd, angina and a positive functional ischemia study. Angiography reveals 90% stenosis of the distal lcx and 99% stenosis of the 1st om at the ostium. The index procedure involved treatment of two lesions in the proximal lad and distal lcx and one non-target lesion in the ostium of om 1. The proximal lad was the first lesion treated, one cypher stent was implanted without report of difficulty and 11% residual stenosis with timi 3 flow was noted. No dissection was noted. The proximal lcx was the second lesion treated with pre-dilation, stent implant and post-dilation. This was completed without report of difficulty. 7% residual stenosis with timi 3 flow was noted port treatment. The third lesion treated was the non-target lesion in the ostium of om 1. Poba was performed with 30% residual stenosis. The post-procedure course was reported as uncomplicated and the patient was discharged three days later on a dual antiplatelet medication regimen. Approximately four months post index procedure the patient presented with chest pain. Dual antiplatelet therapy was ongoing. The cardiac enzymes were elevated and the ech reflected st-t changes consistent with anterolateral ischemia. The diagnosis was an mi (myocardial infarction). Angiography revealed 60% stenosis in the ostium of the lad and just 80% stenosis just distal to the index lad stent. It was noted that the index lad stent was patent. The lcx stent was also patent; however there was 70% stenosis just proximal and 60% just distal to the index stent. Also noted was an 80% stenosis in the distal dominant lcx. It was reported that there was neointimal hyperplasia in the index stents. The cardiothoracic surgeon was consulted as the only viable alternative treatment. The patient was considered a high risk. CABG was performed with lima to lad and svg to 3rd om and radial artery graft to 1st om. At the completion of the surgery the lv function had been preserved. It was reported that the patient experienced persistent supraventricular tachycardia. The post-operative course was complicated by respiratory insufficiency requiring intubation and ventilator support. (B)(6) growth, renal insufficiency and chemical disturbances were noted. Approximately one month post CABG the patient was transferred to a long term care facility. The index stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095729 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. Mi is a known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In this case the event of mi was associated with the progression of the patient's atherosclerotic disease as well as instent restenosis. Review of the information suggests that vessel, lesion, procedure and patient factors may have contributed to the reported events.